Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that a catheter issue had occurred. The healthcare provider (hcp) was not sure what the catheter issue was, but thought it was a kink or possibly where the catheter had come undone and then it was revised. The hcp did not know the drug that was in the pump at the time of the catheter issue and no timelines for the event were provided. Additional information has been requested, but was not available as of the date of this report.